Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Looking shredded at the top- tampon [device breakage] case narrative: consumer reported via e-mail that the tampons were shredded during removal. No injury reported.